Event description:
It was reported that the patient presented to the ER with a lead dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.